Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient normally felt stimulation at 5v, but they were up to 6.3v on program 4. The patient lost urinary relief five days prior. There was no known accident or incident related to the complaint. It was noted the patient had surgery the first week of (B)(6) 2013 as the healthcare provider (hcp) thought there was a tumor in the bladder. It was stated the interstim was working after the surgery. The patient was also unable to make adjustments both with or without the antenna attached. It was further stated the programmer would not do telemetry and it was sent in for repair. Three days later, it was indicated the patient had received the replacement programmer and ¿it was still not working at all.¿ the im plantable neurostimulator had not been checked since they were implanted. It was further clarified that since the surgery in (B)(6) 2013 (where the hcp thought they saw a tumor), therapy had not been working for the patient. It was clarified that stimulation was set to 6.1v. Analysis of the initial programmer found no anomaly. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3093-28, lot# va057lw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# unknown, product type programmer, patient. (B)(4).